Manufacturer narrative:
This corrected supplemental rr was submitted to add imf code f15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31la0; implanted: (B)(6) 2024. Product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an error in the impedances; impedances were greater than 4000 ohms on electrodes 2 and 3. It was also noted that the stimulation sensation and effect had decreased. In an effort to identify the cause and troubleshoot the issue, the output was increased using the same electrode settings to check the sensory threshold. When the voltage was increased to 1.8 v, a sensation of stimulation was observed, so the setting was established at 1.7 v. The issue was not resolved.

Event description:
Additional information was received. It was reported that the cause of the impedances being greater than 4000 ohms on electrodes 2 and 3 was not determined. The likely cause of the issue was reported as being "cord fracture." No steps in particular were taken towards resolution and the issue has not been resolved. The cause of the decreased stimulation sensation/effect was not determined, but the likely cause was noted as "cord fracture" and the issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.